Event description:
It is reported that there was no implant in the box and that the plastic wrapping had not been disturbed. Surgeon used a smaller size implant to complete surgery.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.